Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, override medications were not available. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the customer had reported the override option was not showing on the new station. A technical support specialist (tss) remotely accessed the server and compared configurations. It was found that k. Spec (working) was a profile station, while k. Spec2 (issue) was a non-profile station and explained the issue to the customer, and a temporary profile mode was applied to k. Spec2. The customer confirmed that the override option was visible, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.